Event description:
Hospital trailed the maxguard connector on 4 ICU units. Nurse reported blood spraying back when disconnecting a syringe after a blood draw. Nurse in charge of the evaluation thought this might have been related to a change in technique since they were previously using a negative needle-free valve and needed to clamp the line before disconnecting the syringe, but now with the positive displacement connector need to disconnect the syringe first to allow the positive fluid displacement before clamping. There was no patient or user harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.